Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I hbsag qualitative ii confirmatory could not be performed as the lot# is unknown. Additionally, clinical specificity testing was not performed because the lot number was unknown. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I hbsag qualitative ii confirmatory.

Event description:
The customer reported a false repeat reactive alinity I hbsag qualitative ii result on a patient, the following results were provided: (B)(6) 2025 sid (B)(6) = 22.484 / 24.6 / 23.9 s/co, confirmatory test: n% = 99. New sample on (B)(6) 2025 sid (B)(6) = 0.443s/co (nonreactive). No impact to patient management was reported.

Event description:
The customer reported a false repeat reactive alinity I hbsag qualitative ii result on a patient, the following results were provided: (B)(6) 2025, sid (B)(6) = 22.484 / 24.6 / 23.9 s/co, confirmatory test: n% = 99. New sample on (B)(6) 2025, sid (B)(6) = 0.443s/co (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21, with 510k/PMA/bla number p110029.